Manufacturer narrative:
Devices remain implanted in the patient. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated and a vela suprarenal aortic extension. The physician completed the implant procedure. Three hours post procedure a possible proximal endoleak leak was discovered and the physician elected to place an extension to seal the leak. The endoleak was not from the stent and was found to be a ruptured iliac that occurred during the ballooning in the initial procedure. The patient expired.